Event description:
In a literature review from the international hepato-pancreato-biliary association: 2009, 11, 332-338 "feasibility of liver resection without the use of the routine pringle maneuver". A pt had the laparoscopic procedure converted to an open hepatectomy as a result of bleeding. No further information is available from the site.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.